Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-8717ds-1110 dynanite nitinol staple implant system had the drill bit binded in the guide handle on first use. They were unable to drill the first hole and remove the drill bit from the guide. They opened a second staple kit and used it without issues. This was discovered during an akin procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device damage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.